Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation and exchange from textured to smooth. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation and anxiety-product/procedure was received on (B)(6) 2022, with lot number 1088320. Based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening shell assessed as to unidentified (tear) opening. Shell thickness within specification). Broken plug strap assessed as to unidentified (tear) opening anxiety-product/procedure unable to observed as it is a medical event not related to the device. Additional observations: crease flat observed in the device of the shell no further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side deflation and exchange from textured to smooth. Device has been explanted and replaced.